Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl battery failed. There was no pt involvement.